Event description:
Customer reported an issue with his charging equipment, which required multiple attempts to connect the charging cable properly, and noticed the charging port may be loose. There was no adverse impact on the customer¿s blood glucose level. Charles declined any further troubleshooting assistance.